Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly and had offset coil winds along its length. The smart coil was returned without its introducer sheath. Conclusions: evaluation of the returned smart coil revealed offset coil winds near the proximal end of its embolization coil. If the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement, resistance may be encountered and damages such as offset coil winds may occur. During functional testing, the smart coil was sheathed with a demonstration introducer sheath and was able to advance through the introducer sheath with resistance. The smart coil was unable to advance through the hub of a demonstration microcatheter due to the offset coil winds on the proximal end of the embolization coil. Further evaluation of the device revealed additional offset coil winds on the embolization coil. These offset coil winds were likely incidental to the complaint and may be a result of the smart coil being returned without its introducer sheath. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the lower extremity using penumbra smart coils (smart coils) and a non-penumbra microcatheter (headway 17). It was noted that the patient anatomy was tortuous, calcified, and narrowed. During the procedure, the physician placed two smart coils into the target vessel using a microcatheter. While attempting to advance the next smart coil, the physician experienced resistance and the smart coil would not advance within its introducer sheath. Therefore, the smart coil was removed. The procedure was completed using another smart coil. There was no report of an adverse effect to the patient.